Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert and feeling chest pains. Chest x-rays revealed that the lead was implanted on the far apex position and not the septum. It was noted that there was cardiac perforation caused by the right ventricular lead. Electrocardiograms revealed that there was also sensing failure. Pericardiocentesis was performed. The lead was repositioned successfully on (B)(6) 2019. The patient had fever post procedure and was prescribed medications. Patient was discharged.